Event description:
It was reported by end user that his arms are breaking on the trex20r wheel chair. He states the arms are made of plastic and are breaking. He states he uses it heavy and lives in the chair and has to use it for everything.